Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for urgency frequency and non-obstructive urinary retention. It was reported that the patient was in pain from the urgency of having to go to the bathroom. Contributing factors were unknown, it was reported that this was unresolved. Additional information was received. The patient stated they weren't feeling good. Additional information was received. The patient stated they had a sinus infection and possible urinary tract infection. Patient had seen their doctor and was on antibiotics. Patient mentioned having pain in their sinuses. Additional information was received. The patient mentioned they had a sinus infection and uti over the weekend. They also mentioned they were having an issue with their device not working properly. No further complications were reported or anticipated.